Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs, we identified pairing failures on august 11th and august 18th. On august 11th, the pairing failure occurred due to an error while attempting to read the device information, caused by a gattexception indicating that the required gatt service was not provided by the server. On august 18th, the failure was due to the pump not establishing a connection for pairing within the designated timeout period. Issue confirmed please try those steps: 1. Delete the pump's sn from bluetooth's paired devices list. 2. Delete the mobile's sn from the pump's paired devices list. 3. Reset app preferences (phone's settings, then go to apps and tap three dots on upper right). 4. Uninstall the minimed mobile app from the phone. 5. Restart phone. 6. Reinstall the minimed mobile app to the phone. 7. Attempt to pair back the pump the phone. Before you reset app preferences. Resetting app preferences can help fix certain issues, but it will also restore some settings to their defaults. This means: all default app choices (e.g., default browser, messaging app) will be cleared. Any disabled apps will be turned back on. Notification settings (sounds, mutes, etc.) Will go back to default. Background data restrictions for apps will be removed. Some apps may ask for permissions again when you open them. If you proceed, you may need to reconfigure your device to your liking afterward. However, helpline dint informed if issue resolved from customer side. If customer still face issue we request to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.